Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, due to the issue, the customer went into diabetic ketoacidosis and was subsequently hospitalized. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.